Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose ranged from 198-217 mg/dl. Reportedly, the transmitter and the pump regained connection and the customer continued to use pump for insulin therapy.